Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported by the patient that he underwent fusion surgery with rhbmp-2/acs and an unknown cage. The patient complained that his health had declined ever since his surgery. He reported having back issues, pulmonary embolism, nerve damage, muscle spasms, anxiety and depression due to the overall decline in health.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010: patient got admitted with the following pre-op diagnosis: lumbar nerve root lesion, lumbar radiculopathy, recurrent herniated nucleus pulposus right l5-s1, lumbar spinal stenosis, and back pain. Patient underwent the following procedures: decompressive lumbar laminectomy l4 (partial) to s1; bilateral medial facectotomies l4-l5, l5-s1 (aggressive medial facetectomy on the right at l5-s1); bilateral foraminotomies to free the existing l4 through s1 nerve roots; near total discectomy at l5-s1; posterior lumbar interbody fusion l5-s1 using peek cage packed with rhbmp-2/acs and autograft; instrumented pedicle screw fusion l5-s1 using pedicle screws and a peek rod; onlay transverse process to ala arthrodesis l5-s1 using bone graft; microdissection. Per op-notes, ¿a 14 x 30 mm peek lordotic graft was then packed with rhbmp-2/acs. The anterior disk space at l5-s1 was then packed with rhbmp-2/acs and autograft.¿ no intra-op complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.